Event description:
Patient complained of intermittent functionality of device. (B)(6) 2012 - patient initially implanted in left ear. Already had device in right ear since (B)(6) 2012. (B)(6) 2012 - left ear device activated - complained of taste disturbance, but no complaint of intermittency. (B)(6) 2014 - fitting - complained about word recognition and background noise, but no record of intermittency issues. (B)(6) 2015 - fitting - complained of intermittency - some troubleshooting and investigation was made and it was determined that a revision surgery was necessary. (B)(6) 2015 - revision surgery - driver capacitance fluctuated between 420 and 4200 during manual manipulation of the lead indicating possible hardware issue with driver assembly. Sp and driver was replaced during revision surgery.